Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 97 mg/dl. The blood glucose reading at the time of the event was 350 mg/dl. Customer was vomiting, dehydrated and delirious. Customer stated that he did not treat the high blood glucose and waited several hours before going to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.